Manufacturer narrative:
H11: the device was received for evaluation. During visual inspection the red plastic on quick release hook was observed broken. The slingbar was further evaluated. Wear marks and scratches were visible on the quick-release hook. It was also observed that the red catch on the quick-release hook was damaged. A functional test was performed where the sling bar was attached to a q-link 13 and the sling bar could be attached to the q-link 13 without any problems. The sling bar met all specifications as it could be attached to the q-link 13 without any problems. The reported condition was not verified. The cause of the condition could not be determined; however, the most likely cause was due to a user error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient fell from the viking m lift and the patient subsequently passed away. During ¿a showering procedure¿, the patient was being transferred out of the shower area and a component of the viking m sling bar broke. As a result of this, the sling bar detached from the lift, and the patient fell onto the floor, partially landing on the lift¿s legs. The patient¿s head struck the floor, and the sling bar also made contact with the head. The staff was immediately alerted, and the patient was transferred to bed with the assistance of three caregivers. The patient complained of pain, and pain relief medications were administered. Emergency dispatch center was contacted. Following instructions from the dispatch center, the patient¿s responsible physician was informed and made an assessment based on information provided by the care staff. The emergency dispatch center was contacted again, and an ambulance was dispatched. The emergency medical team assessed the patient¿s condition on site and in the ambulance. The patient was transported to the hospital for further unspecified treatment. The patient passed away at the hospital later the same evening. The cause of death was not reported; nor was it reported if an autopsy was performed. The device was last serviced by an authorized maintenance company in october 2025. No further information was available at the time of this report.